Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
It was reported that a pneumothorax occurred during non-invasive ventilation. Final patient outcome was no harm. The manufacturer's reference #: (B)(4).

Manufacturer narrative:
A report was received regarding a neonate who developed a right pneumothorax shortly after birth. The infant, born via cesarean section at 41 weeks (birth weight 3.990 kg, apgar 2/6/9), received neonatal resuscitation with CPAP at 7.5 cm h2o and vppi. Pneumothorax was diagnosed in the obstetric block. The patient was discharged after 72 hours. No ventilator malfunction was reported. CPAP pressure used was within clinically accepted safe limits. One set of ventilator log was received but as there was no event date stated, we are not able to connect the ventilator log to the described event. The ventilator log however does not include any technical error codes which indicates that there was no ventilator malfunction. The incident may be attributed to a combination of clinical and mechanical factors, including patient-specific lung fragility, interface leak, and patient-ventilator asynchrony. Automated leak compensation and flow delivery under CPAP may have inadvertently elevated airway pressure in response to interface leakage.

Event description:
Manufacturer's ref #: (B)(4).